Manufacturer narrative:
The device was sent to olympus for evaluation. The foreign material was not confirmed. The customer reported the device was cleaned, disinfected, and sterilized prior to being sent to olympus. There was no delay in the start of precleaning, water was aspirated through the instrument/suction channel, and the instrument channel was wiped/brushed with clean lint-free cloths, brushes, or sponges. The customer did not have any additional information regarding the foreign material in the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be determined what the foreign material was or the root cause of the remaining foreign material. A definitive root cause could not be identified. This issue can be detected/prevented based on the instructions for use (IFU): the "preparation and inspection" chapter of the operation manual describes the methods for detection. The "reprocessing the endoscope (and related reprocessing accessories" chapter of the reprocessing manual describes the methods for prevention. Olympus will continue to monitor the field performance of this device. In addition, water tightness was lost due to a pinhole on the channel tube, angulation in the up direction did not meet the standard and the play in the up/down angulation knob was out of standard due to wear of the angle wire, there was a chip and a crack on the bending section cover adhesive due to stress, the adhesive around the objective lens was peeled, the distal end cover had a scratch due to handling, the scope connector cover, grip, scope cover, switch box, forceps elevator lever, up/down knob, forceps elevator knob, right/left knob, and protector of the universal cord on the scope connector side and control section side were scratched due to handling, the universal cord was scratched and dented due to handling, the control unit was scratched and discolored due to handling, the suction cylinder was shaved, and the connecting tube had a dent and a scratch due to handling. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported the image guide and light guide conduits of the gastrointestinal videoscope did not come clean. There were no reports of patient harm.